Event description:
The customer reported the system displayed an error message and the system required a reboot in order to regain system functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.